Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. During treatment an external fluid leak was observed on the dialyzer. The treatment was discontinued and the blood in the extracorporeal circuit was returned to the patient. A new dialyzer was used without incident. The exact date of the event is unknown, therefore the "date of event" therefore the date is an estimated date.